Event description:
It was reported that the patient presented with cervical spondylosis with disc herniation c4-5 and c5-6. The patient underwent an acdf c4-5-6 with internal fixation using rbi plates and acromed allograft bone. There is no mention of bmp in the operative notes provided. At 1390 days post-op, the patient presented with a herniated cervical disc at c6-c7 with radiculopathy. The patient underwent a total discectomy at c6-7, removal of osteophytes and anterior cervical fusion using a rabea cage. No instrumentation was utilized and there is no mention of bmp in the operative notes provided. Per the op note, "we placed some bone substitute anterior to the cage." It is alleged that the patient received bmp, and further, that the patient has developed numbness on the entire left side, constant tingling, neck pain, muscle, chest and arm spasms.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.